Manufacturer narrative:
A synergy ii us mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the delivery system, the stent was severely damaged and on a mandrel with a stent protector. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was found to be within specification. A stent protector was returned; the inner diameter was measured using pin gauge and the result was within specification. Based on these two measurements, the stent protector returned was not too tight on the crimped stent. There are no issues to note with the interaction between the two components provided the stent protector was removed correctly. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system, upon pulling off the stent protector from the end of the shaft, the stent came off the balloon with the stent protector. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system, upon pulling off the stent protector from the end of the shaft, the stent came off the balloon with the stent protector. The procedure was completed with another of the same device. No patient complications were reported.